Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 8mm synchroseal instrument was analyzed and found to have the jaw cover torn. The tears measured roughly .1610" x .0625". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The complaint regarding a broken plastic piece cover was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm synchroseal instrument had a broken plastic cover. The procedure was completed with no reported injury.